Event description:
It was reported to nova biomedical that a consumer received a result of 471 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting a result of 447 mg/dl. The consumer opened a new vial of nova test strips did another test within a ten minute frame, getting a result of 183 mg/dl, which they believed to be the correct result. The difference in the readings was determined to be clinically significant. "The test strips in question will be returned for."

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.